Event description:
Allegedly the power wheelchair unexpectedly powered forward running into a bystander who was knocked off of a chair and into a table. The bystander was taken to the emergency room, however the extent of any injuries is unknown.